Event description:
Device malfunction: none. Symptoms/ae: wound was sutured close. Time of symptoms/ae: after diagnostic procedure. It was reported that a trained physician attempted arteriotomy closure with a perclose at closure system after a diagnostic procedure. When the physician went to harvest the sutures, they came out and the interior needle was found to be bent. Hemostasis was not achieved with a device. The wound was sutured close. There was no additional information available.